Manufacturer narrative:
(B)(4). Eval results: eval of the product found that the alarm has power but no alarm tone. The fail safe function does not work. The alarm case is cracked at the top and there are loose parts inside the alarm case. Note: posey instructions for use has a warning statement. The posey sitter ii is an electronic device. It may fail to work if subjected to severe shock, such as being dropped, or immersed in liquid. Store the alarm in a secure place so it will not be dropped or damaged. Do not use if; battery door is missing; battery door is damaged; alarm case is damaged; or alarm case is cracked. (B)(4).

Event description:
The customer reported that the alarm has power but an intermittent alarm tone when pressure is off the pad. The customer tested the alarm with new batteries and a new sensor. There was no pt contact.